Event description:
Pt was being fitted for a hearing aid. Upon being removed from the right ear, the earmold impression broke, leaving part of the material in the pt's right external ear canal. The remaining material was unsuccessfully removed under microscope. The foreign body was subsequently removed from the right external ear canal surgically.